Manufacturer narrative:
D4 serial number and UDI were revised.

Manufacturer narrative:
Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the delivery/removal issue issue was determined to be patient condition related to the patient¿s vessel deemed too small.

Event description:
The complainant reported a patient was going to be implanted with an impella device for mechanical circulatory support. The impella 5.5 would not pass anastomosis. Vessel was deemed too small and 5.5 was replaced with a cp.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.